Event description:
It was reported that right ventricular (rv) lead laser explanted and replaced due to suspected fracture. There was no evidence of a visible fracture under flouro. Thresholds suddenly started to increase; noise was noted with movement and the noise was over-sensed. The patient is in stable condition.